Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.